Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, an operating room (or) staff member contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) because universal surgical manipulator (usm) arm 3 was not recognizing instruments. The staff had attempted to reseat and replace the drape and change instruments, but the issue persisted. The tse reviewed the event logs and confirmed that the drape was recognized, but the instrument was still not detected. As this was a three-arm surgery, the tse suggested either swapping arm 3 with arm 4 or performing a hard power cycle. The customer proceeded by swapping arm 3 with arm 4. The procedure was completed as planned with no report of patient injury. Isi followed up with the initial reporter, but the customer was unable to provide patient information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse cleaned radio frequency identifier (rfid) pins and connection pins on carriage to resolve issue. The fse power cycled the system numerous times and used multiple instruments with no recognition issues. System passed all applicable tests and inspections. System test driven and verified for use.